Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26011. It was reported the pt experienced overstimulation with movement. The sjm representative met with the pt and during reprogramming even a slight twist to the right or left would cause a jolting sensation. Pt requested reprogramming session to end due to discomfort. X-rays were performed and the physician did not think the leads had migrated.